Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On 04/06/2025, it was reported that the patient noticed that his cgm was constantly providing low readings, between 40 and 50 mg/dl. Then the patient started to vomit, which would have indicated hyperglycemia, but he felt normal. The patient didn´t had a bg meter so he went to the emergency room (ER) on (B)(6) 2025. At the ER, the nurse took a bg reading which was 381 mg/dl, and the cgm reading was 45 mg/dl. The sensor and pump have been removed, and the patient was treated with IV fluid for dehydration and hyperglycemia treatment. At the time of the report the patient was okay but still at the ER. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.